Event description:
It was further reported the patient was seen in the clinic and r-waves (0.6-1.2), remained small however there was no under sensing observed or noise noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure for the extravascular implantable cardioverter defibrillator (ev-ICD) system, three tunneling attempts were required to find acceptable parameters due to low r-waves in the initial placements. During the initial defibrillation threshold (dft) test, undersensing was observed during induction requiring manual defibrillation via the programmer; however, the rhythm self-terminated prior to shock delivery and the committed shock was delivered before it was able to be cancelled via the programmer. A second induction was performed with adjustments to sensitivity which was successful at terminating the rhythm, and final adjustments were made to sensitivity to achieve a higher margin of safety before the procedure was completed. A pre-discharge device check showed no issues or sensing problems with testing, and the ev-ICD system remains in use. The programmer remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4, serial# (B)(6). Implanted: (B)(6) 2024. Product ID ev240163, serial# (B)(6). Implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.